Manufacturer narrative:
No parts have been replaced or have been received by the manufacturer for evaluation. Awaiting customer's purchase of replacement parts for the repair. No system analysis completed at this time.

Event description:
A medtronic representative reported on behalf of the site that the imaging system was displaying errors. The medtronic representative was able to troubleshoot with the site and determine that the cp2 paxscan was failing. There was no patient present when this issue was identified.